Event description:
It was reported that during a l4-l5 spinal fusion procedure at the healthcare facility, the spinemask tracker and kwic needle were used with the spinemap software and an inaccuracy was observed. It was reported that the surgeon had to use fluoroscopy, which increased radiation exposure. The procedure was completed successfully without a clinically significant delay and without any adverse consequences.

Manufacturer narrative:
The data log files were not available for review; it was not possible to determine the cause of the reported event without an evaluation of the data log files. The data log files were not available for analysis.

Event description:
It was reported that during a l4-l5 spinal fusion procedure at the healthcare facility, the spinemask tracker and kwic needle were used with the spinemap software and an inaccuracy was observed. It was reported that the surgeon had to use fluoroscopy, which increased radiation exposure. The procedure was completed successfully without a clinically significant delay and without any adverse consequences.

Event description:
It was reported that during a l4-l5 spinal fusion procedure at the healthcare facility, the spinemask tracker and kwic needle were used with the spinemap software and an inaccuracy was observed. It was reported that the surgeon had to use fluoroscopy, which increased radiation exposure. The procedure was completed successfully without a clinically significant delay and without any adverse consequences.